Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that defect-24497 was identified. To reproduce the user must proceed to the operation screen and choose towers on, send the arm to a screw in order to create a tower, choose the tower in the towers tab (tower color is red), and enter edit work volume(wv). The actual result was that the tower color was red in the "edit wv" screen, which is the wrong behavior. There was no patient involvement. Additional information received indicated the problem occurred on software version 5.1.1.30.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1.30 h3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.